Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, the pulse generator exhibited an error message. The device was explanted and replaced due to eri. The patient was stable post procedure.